Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The patient was implanted from (B)(6) 2018. Based on the information provided to berlin heart (B)(4) by the site and distributor, there is no incidence of a malfunction of the excor vad system, which led to a thrombus formation. Berlin heart (B)(4) received back only the blood pump used in excor vad system, serial (B)(4), and visual inspection found thrombus in the blood chamber. The pump was dismounted and analyzed in detail. No defect was detected. All three membrane layers are intact and show no anomaly. Adverse event term: ischemic cva.

Event description:
On (B)(6) 2018, the distributor contacted berlin heart (B)(4) via email to report a patient supported in lvad configuration of the excor blood pump developed fibrin in the inflow cannula. Anticoagulation was within target range according to the site. Despite anticoagulation treatment, the patient expired on (B)(6) 2018 after experiencing an ischemic cva and multiple strokes.